Manufacturer narrative:
Event eval: still under investigation.

Event description:
Wire got damaged during the procedure, piece of wire stayed in the pt. Add'l info has been requested 4 times but no response has been provided.